Manufacturer narrative:
The medical records were limited to the patient's explant operative report only. No product identifiers have been provided to date. Without a lot number a review of the manufacturing records could not be conducted. The medical records indicate the patient was treated for adhesions. Adhesions is listed as a possible known adverse event listed in the instructions-for-use. With the currently available information, no conclusion can be drawn as to the degree that the device caused or contributed to the patient's complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: patient underwent a transabdominal sacrocolpopexy with implant of an unspecified "marlex" mesh alleged to be a davol flat mesh. Patient underwent a transobturator midureteral sling (unknown) with repeat anterior colporrhaphy and had 2 rectocele repairs. Patient was diagnosed with a recurrent vaginal vault prolapse, recurrent cystocele, loss of apical support, anterior enterocele and underwent a robotic-assisted laparoscopic removal of intraabdominal "marlex" mesh with removal of adhesions, robotic-assisted laparoscopic abdominal sacrocolpopexy utilizing "y-mesh" (non davol), robotic-assisted enterotomy and repair and cystoscopy. Medical records indicate the marlex mesh was attached to the dome of the bladder. Also found small bowel was densely adhered to the mesh.